Event description:
It was reported that "the needle detached from suture thread. The surgeon sutured the transplant using maxbraid. At the end of the suture, the surgeon pulled the maxbraid from the needle on his needle holder and the needle detached itself from the maxbraid." No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4), the sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports that a visual exam was performed , and it was observed that the needle body showed signs of damage. A device history record review was performed , and no relevant findings were identified. The manufacturing site also reports that functional testing could not be performed due to the condition of the returned sample. The complaint could not be confirmed.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the needle detached from suture thread. The surgeon sutured the transplant using maxbraid. At the end of the suture, the surgeon pulled the maxbraid from the needle on his needle holder and the needle detached itself from the maxbraid." No patient harm or injury. The patient status is reported as "fine".